Event description:
It was reported by service report that there was a broken weld and the fowler was not able to be laid flat. It is unk if there were pt involvement or adverse consequences.

Manufacturer narrative:
Result: torque tubes weld.